Manufacturer narrative:
D.4: unique device identified (UDI): (B)(4). System product code: sdm-05000-3d3 serial number: (B)(4). System manufacture date: 8/19/2013. System installation date: 8/30/2013. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were four discrepancies noted in the DHR, however none of the discrepancies were related to the vta assembly. Vta (asy-01216) revision 027 was installed on this gantry. The c-arm rotation was verified to be smooth and quiet under rd-00617 and the vta tomo motion calibration was performed under tp-00273 without any issues noted.

Manufacturer narrative:
The complaint could not be confirmed as the vta bolts were not returned for investigation. Cause/root cause: the cause of the c-arm shaking was due to the loose vta bolts.

Event description:
It was reported that during a selenia procedure on (B)(6), the tube head shook at the start of exposure, but stopped shaking during sweep. A field engineer examined the equipment and found that the vta rotational bolts were loose and needed replacement. The vta bolts were replaced per service instructions. The system is working per manufacturing specifications. No patient injury was reported. No additional information available.

Manufacturer narrative:
Device identifier: 15420045510739 DHR is not available at the time of this report, a follow-up report will be submitted with the DHR.